Manufacturer narrative:
Stryker informed the customer that this unit is end of life and needs to be removed from service and replaced. The customer's device was not returned to stryker for evaluation. A cause of the issue could not be determined.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.